Manufacturer narrative:
A spacelabs field service engineer (fse) reached out to the customer via phone and walked the user through reactivating the license. Although the issue was resolved over the phone, the cause of the reported issue could not be determined.

Event description:
The customer reported that a xhibit central station lost its license and they were unable to monitor telemetry patients. There was no patient or user harm associated with this event.